Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was undersensing ventricular activity which caused a delay in shock being delivered to convert a rhythm. High capture thresholds for the right ventricular (rv) lead were also noted and a lead issue is also suspected. Low amplitudes were also reported this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was undersensing ventricular activity which caused a delay in shock being delivered to convert a rhythm. High capture thresholds for the right ventricular (rv) lead were also noted and a lead issue is also suspected. Low amplitudes were also reported. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.